Event description:
It was reported that the sensor deployed on its own. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.